Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The reported event stated that ¿the ensite x suddenly froze and then shut down¿ and "ensite x system was restarted and the study was re-entered, but it immediately froze again and shut down." The results of the investigation are inconclusive since the device was not returned for analysis. The case study was received for review; however, dws log files were requested but were not provided. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a paroxysmal supraventricular tachycardia procedure, there was a software issue with the ensite x system and a communication issue with the advisor hd catheter resulting in a delay. An hour into the procedure, the ensite x suddenly froze and then shut down. The ensite x system was restarted and the study was re-entered, but it immediately froze again and shut down. After the power outlet location was changed and it was restarted again, rf delivery with the ablation catheter was performed and tag was applied successfully. At that time, a preset was not used. After connecting the catheter to draw post-map, it froze again and shut down after a while. After resuming the study, the procedure was completed with only the ablation catheter without using the advisor hd catheter. There were no adverse consequences to the patient.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.